Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump reported that "his cassette was already empty at 04 pm." Per reporter, no other issue with the pump was reported in the last six months. No adverse patient effects were reported.